Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during vitrectomy surgery an ophthalmic soft tip needle did not fit into the trocar. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. One opened 23 ga soft tip, in a blister, with no sheathing, in a bag was received for the report of needle did not fit the trocar. The returned sample was visually inspected and was found to be non-conforming as there was no soft tip attached to the cannula. The sample's outer diameter was dimensionally inspected and was found to be within specification. A functional product fit test was performed using a lab provided trocar and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned was visually non-conforming as no soft tip was attached. How and when the soft tip of the cannula became detached/damaged cannot be determined from this evaluation. The returned sample was found to be dimensionally and functionally conforming, therefore a product fit issue with the trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A contributing factor could be if the soft tip was damaged and not completely torn off it could have contributed to not entering the trocar or a fit issue with in the trocar. The cannula met specifications dimensionally and functionally; however, the exact root cause for fit issue with the trocar and detached soft tip is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.